Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual of the device received. The device was received and evaluated; visual inspection reveled that the device is used condition, it was also observed that the tubbing is disconnected form the expansion chamber, the rest of the device does not show structural anomalies. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturer performed an investigation with the following results: the operator responsible for the tube bonding was properly trained to the operation. However, a non-uniform solvent application may result in an insufficient bond. Based on the the above, this complaint was confirmed. This product issue is already being addressed by a CAPA. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot : a manufacturing record evaluation was performed for the finished device 3004577, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the investigation has been updated to reflect the correct information: h6: investigation conclusion; the investigation conclusion of cause not established was added as a manufacturing record evaluation was performed for the finished device 3004577, and no non-conformances were identified.

Event description:
It was reported from the distributor in france that during an unknown procedure the inflow tubing fms vue 24pk device became maladjusted, probably under pressure. It was reported that the procedure was stopped to change the sterile assembly. It was reported that there was a 15-minute delay to completely reinstall the operating fields. During in-house engineering evaluation it was determined from a photo received that the tubing was disconnected from the expansion chamber. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary : a photo was returned to depuy synthese mitek for evaluation. The depuy synthese mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo, the device is shown with the tubing disconnected from the expansion chamber. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturer performed an investigation with the following results: the operator responsible for the tube bonding was properly trained to the operation. However, a non-uniform solvent application may result in an insufficient bond. The documented work instructions are clear in regards to the bonding operation, material and equipment used. There were no inputs from this category that would potentially cause this type of defect. In conclusion, a potential root cause for this defect may be attributed to an incorrect bonding method. If the tube is not placed into the solvent dispenser in an upright, straight position, there may be a lack of solvent applied to the tube causing an insufficient bond. Corrective action: a new solvent dispenser will be implemented so that the operators are only able to dip the tube in a straight position, preventing inadequate solvent application. Once the validation is complete, work instructions will be updated. In addition, a quality alert was issued to the production floor and operators were re-trained on proper solvent application and tube bonding. This product issue is already being addressed by depuy quality system. Depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.